Event description:
It was reported that during a laparoscopic roux-en-y procedure, on the third and fourth firing, the gun was reloaded, inserted through trocar, opened, placed on tissue and would not fire. Removed safely, pulled firing trigger and no sound at all was made. Gun was removed from tissue with no consequence. Reverse button was not needed to return knife blade. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged release button spring the analysis found that one ple60a device was returned with no cartridge reload present. After further analysis, it was noted the device clamping mechanism was noted to be damaged. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the distal spring clamp release was noted to be out of position thus, the release button remains forward and it did not activate the closing switch. This condition caused the device won't fire. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Although no conclusion could be reached on what may have caused the found condition of the spring clamp release, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.